Event description:
It was reported that the patient's neurologist suspected a fracture of the patient's lead. Ap neck and chest x-ray were reviewed. No gross discontinuities or sharp angles were identified in the visible portion of the lead. It should be noted that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. A review of device history records for the lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known surgery regarding the high impedance has occurred to date. No additional or relevant information has been received to date.